Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it cold have contributed to the reported hyperglycemia. Lot qualification records reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns: "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have the symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." And advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."

Event description:
The customer reported that she had high blood glucose results while wearing a pod. At 3:00 am, her blood glucose was 13.2 mmol/l (238 mg/dl). At 6:59am, it was 14.9 mmol/l (268 mg/dl), and at 8:38 am, it was 19.5 mmol/l (351 mg/dl). She stated that she wore the pod for 7 hours, and that there was blood in the cannula, but she did not have pain or bruising. She said that the cannula looked kinked, but she was unsure if it occurred during wear or by carrying the pod around with her.